Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 13, 2024, was filed inadvertently. The correct device details is contour advance depth gauge, not ci512 as previously reported this report is submitted on june 26, 2024.

Event description:
Per the clinic, the patient experienced a bacterial infection and the implant site. The patient underwent a surgical procedure to clean the wound (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 13, 2024.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported).